Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following sets of results on the compact plus system within 10 minutes : 1. 24 mg/dl and 211 mg/dl, 2. 22mg/dl and 230 mg/dl, 3. 19 mg/dl and 211 mg/dl, 4. 25 mg/dl and 202 mg/dl. The results were obtained on different dates and times. No serious injury reported. Requested return of suspect device and replacement was sent.